Event description:
Physician stated - at the last two refills, they expected 25ml and got nothing back. Dye study attempted and it appeared the dye was going backward into the pump. Follow up with the treating hcp revealed device had stopped working 2 weeks prior to report. Patient was on cycle program with fudr in the pump on for about 10 days and off for 20 days. Hcp and patient reported no ill effects from the event. Follow up with hcp doing dye study revealed hcp accessed the port with a 10 cc syringe with 24g needle and with gentle pressure noted the contrast media was going back directly into the port chamber body. No contrast was visible in the catheter. Extra x-ray films were taken to assure the media was not going into the pump pocket. The edge of the can and suture loops were clearly visible without any clouding due to contrast in the tissue. Patient's pump has not been returned for analysis to date.